Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a torn keypad, contamination under the keys, and a dim display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: keypad cover was torn near 'down' and 'ok' buttons. Removed keypad cover to check condition of the key contacts, evidence of contamination was found under all key contacts. Dim pink faded display screen was observed. Open pump to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.